Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load process. Customer's blood glucose level was 214 mg/dl. Reportedly, customer reloaded the existing cartridge successfully and resumed insulin therapy on the pump.